Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 154 mg/dl at the time of the call. The customer used food and juice to treat. The customer was wearing the insulin pump during the incident. The customer had issues with an unresponsive button on the pump. The customer had also changed some pump settings without consulting their hcp. Troubleshooting was not completed as the customer declined. The customer had a low of 40 mg/dl in (B)(6) 2018. The insulin pump will be returned for analysis.